Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of contaminant on the bottom enclosure, a dust contaminant on the blower, blower seal, and blower box, evidence of liquid ingress on the blower, blower box, and the p4 and keratin-like substance on the blower box and the blower seal, a contaminant was also on the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes there was evidence of contamination from the device and the device was scrapped after evaluation. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.